Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer went to emergency room to get a stitch put in because it could not stopped bleeding. Blood glucose level at the time of the incident was 170 mg/dl. Troubleshooting was declined. During the call customer stated that his sensor was fully inserted and flat on skin. Customer also stated that there was no issue with the insertion either. The sensor will be not be returned for analysis.